Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual examination of the loading unit noted that it was pre-fired and engaged in interlock with the jaws open. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Our instructions for use warn against the action that was taken. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic lobectomy, the device was unable to fire and unable to press the green button. They replaced the device with another product to complete the case and resolved the issue. The patient was alive with no injury.